Manufacturer narrative:
Additional devices listed in this report: cat 625-0t-28d trident alumina insert lot code u6381502; cat 2030-6530-1 6.5 cancellous bone screw 30mm lot code 98705001; cat 2030-6520-1 6.5 cancellous bone screw 20mm lot code 11249601; cat 6260-7-228 28mm +4mm v40 alumina head lot code 5967702; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
Due to patient pain a revision of acetabular component was performed.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Due to patient pain a revision of acetabular component was performed.